Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 477 mg/dl. The customer experienced body ache. They did not mention any treatment related to high blood glucose level. The insulin pump was not on auto mode at the time of the incident. The customer also received sensor updating alert, change sensor alert and calibration not accepted alert. The customer performed troubleshooting for sensor issue and declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.